Event description:
Event description guidant received information that this implantable pacemaker (ipm) was not implanted due to questionable loss of output, with pocket manipulation. The leads had been completely inserted into the header and all setscrews were seated. Lead impedance measurements were stable. A guidant technical services consultant suggested ruling out loss of capture or oversensing. The physician elected to implant a new ventricular lead and ipm in this pacemaker-dependent patient. Once removed from the pocket, the ventricular lead was inspected and tested. No irregularities were visualized and all measurements were within expected ranges. The ipm was returned to guidant for laboratory analysis.